Event description:
Information received indicates, the head brake casters will not engage into brake.

Manufacturer narrative:
The technician replaced the broken head brake linkage to repair the stretcher.